Event description:
It was reported by the patients representative that since implant of the implantable pulse generator (ipg), the patient has experienced nothing but problems with their lungs. A week and a half after it was placed it has been nothing but horror stories". The patient experienced pleural effusion "based on the paced setting of the pacemaker" and the pacing is not right. The patient also reported that they experienced blood around the heart and fluid in the lungs and the "pacemaker settings may have contributed to the patient have these medical concerns.". It was also noted that the ipg was reprogrammed and since then, the patients heart rate has been in the nineties. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.